Event description:
A power source alert 07 was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer service team advised the caller to plug the wall adapter into a functioning outlet and wait at least 30 minutes for the pump to start charging, with plans for a follow-up. Upon follow-up the pump had begun charging and the issue was resolved.